Event description:
It was reported the patient could move their implant from one side of their butt to the other. It was unknown when this started. The patient would experience a kind of ¿aching¿ when they walked, so they pressed on their back to see what it was that hurt. Upon doing this, the implant ¿shot over¿ to the right side of their buttocks. The patient was scheduled to have the implant placed back into the pocket on (B)(6) 2014. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va01ha6, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).